Event description:
A customer reported experiencing a cartridge alarm issue with their pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. The customer chose to continue using the current pump as a backup therapy, and technical support sent out a replacement pump. Instructions were provided for putting the defective pump into storage mode before returning it and for steps to follow upon receiving the new pump.